Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patent presented with far r wave oversensing on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.